Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results showed that one reload was received unfired. The returned reload was loaded into a test device and functionality. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the b shape staples were not well formed. No patient consequences reported. One device will be returning.